Event description:
It was reported that the patient was experiencing inadequate stimulation from the device which was not functioning properly even after optimizing the program. Additionally, it was noted that the patient completed countless charging cycles but could not wake it from hibernation mode. The patient underwent implantable pulse generator (ipg) revision procedure and was doing well postoperatively.

Event description:
It was reported that the patient was experiencing inadequate stimulation from the device which was not functioning properly even after optimizing the program. Additionally, it was noted that the patient completed countless charging cycles but could not wake it from hibernation mode. The patient underwent implantable pulse generator (ipg) revision procedure and was doing well postoperatively. Additional information was received that the explanted device will not be return as it was disposed by the facility.